Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing overfill during use. The following has been provided by the initial reporter: it is reported that customer has experienced over filling of tubes. Verbiage received, - "we have received several blood samples for coagulation testing in the last few days that are over-filling. These samples must be rejected and a recollection ordered. They have been from all areas of the hospital, including our own opd. This tells me it is not a collection issue, but rather a vacuum issue with the tubes. They have all had the same lot number (9184801, exp. 2020-04-30). Complaint 1 of 9.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing overfill during use. The following has been provided by the initial reporter: it is reported that customer has experienced over filling of tubes. Verbiage received, - "we have received several blood samples for coagulation testing in the last few days that are over- filling. These samples must be rejected and a recollection ordered. They have been from all areas of the hospital, including our own opd. This tells me it is not a collection issue, but rather a vacuum issue with the tubes. They have all had the same lot number (9184801, exp. 2020-04-30). Complaint 1 of 9.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.